Manufacturer narrative:
The insulin pump passed functional tests. No unexpected motor error alarm noted. The motor was tested outside of the device and passed. All operating currents are within specification. Off no power alarm functions properly. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads and minor scratched liquid crystal display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed for motor error during the basal stage. The customer was able to resolve the alarm by taking out the battery and putting it back in. There was also a battery error alarm that stopped the insulin pump from functioning. Troubleshooting was performed. Advised the customer that the insulin pump will be replaced. Nothing further reported.